Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a failure in the receiver unit. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the camera control unit exhibited an e222 communication error code when booting. The issue was found during preparation for use for an unspecified procedure. The patient was not under anesthesia and there was no delay reported. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a faulty receiver module. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.